Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, the right ventricular lead become stuck within a header port of the replacement device. The lead was capped and replaced.